Event description:
The customer stated she had a blood glucose reading of 5.7 on her meter. It was verified that meter was set in mmol/l. The customer did not adjust any medication or allege any adverse events due to the mmol/l readings. The customer was able to reset the meter to mg/dl with assistance, and no product will be returned for evaluation.